Event description:
Patient representative reported left side rupture revealed via MRI, and "pain in the left breast ". Patient representative further reported patient has concerns with the textured device, and a capsular contracture baker grade unknown. Further non-device related events were reported as follows: bii (breast implants illness), headache, and cyst. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13534. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, capsular contracture unknown baker grade, bii (breast implants illness), cyst not device related. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.